Event description:
User facility reported to distributor that needles would break during a general surgical procedure. The facility reported that the surgeon was able to retrieve the broken needle. There are no reported adverse consequences to the patient related to this event.